Event description:
A device that fails to power-up may impact the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported a defective battery and the device failed to power up. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.